Manufacturer narrative:
Device disposition is unknown. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The following event was reported: "we were having issues in the case with the proximal and distal targeter. The drill bit was hitting the nail on the targeted screws, both proximally and distally."